Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spasmodic torticollis. It was reported a patient was seen the day prior to report who had a rechargeable battery implanted and they could not communicate at all with it with the clinician programmer. It was implanted a year prior to report. He had not been recharging it over "at least the last month prior to report" and it was due to recharging problems that he experienced but did not inform anyone of the situation. At one point the battery discharged icon was displayed on the patient controller. The patient had an x-ray the day prior to report. No troubleshooting was done because the nurse was unable to communicate with the ins. It was further reported there was an ins overdischarge. The issue was not resolved at the time of report and no surgical intervention occurred or was planned. No symptoms were reported. It was further reported an appointment was booked for the patient to attend hospital for physician recharge mode (prm) on (B)(6) 2016. It was further reported the appointment was rescheduled for (B)(6) 2016. They would try at that visit to get the device out of overdischarge.

Event description:
Additional information received from a consumer via a manufacturing representative reported that numerous attempts had been made to contact the patient and complete a physician mode recharge (pmr). The manufacturing representative met with the patient on (B)(6) 2016 and one pmr was done to restart the implantable neurostimulator (ins). Before leaving their appointment, the patient charged the ins to 75 percent. The patient was advised to recharge daily to assess battery usage following the event. The manufacturing representative or nurse had not heard back from the patient.

Event description:
Additional information received from the representative reported the patient did not attend the scheduled appointment. A nurse was to notify the representative after contacting the patent for further actions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.